Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat symptomatic pancreatic walled-off necrosis (won) (16 x 25 cm), during a procedure performed around (B)(6) 2017. Reportedly the stent was inserted at a tight angle with limited contact between the stomach and collection. According to the complainant, 4 days post axios placement, the patient returned to the hospital with melena and hemoglobin stats of 5.2 (us units). A computed tomography (CT) angiogram was performed and showed no pseudoaneurysm and a 50% reduction in the size of the pancreatic collection. An esophagogastroduodenoscopy (egd) was performed, which showed that the distal end of the stent was pushed up against the wall of the reduced collection and was causing traumatic injury resulting in "active oozing". The stent was removed on approximately (B)(6) 2017, and was replaced with plastic double pigtail cook stents. The physician reported that the patient's bleeding has not recurred, but the patient did experience occlusion of the plastic stents and secondary infection. The patient has undergone two subsequent debridement procedures of the collection. The patient was reported to be "doing fine."